Manufacturer narrative:
The case was investigated and investigation shows that system performed as intended. The hyperglycemic event occurred on (B)(6) at 12:58 pm est. Dms shows that the system was in glucose suppressed state (i.e. Not providing glucose values or alerts) since system triggered calibration past due alert on (B)(6) at 11:24 pm. The system is designed not to provide any glucose values or high glucose alerts once calibration past due alert is triggered. The system resumed displaying glucose values and alerts once second calibration was entered on (B)(6) at 4:23 pm est. H6. Investigation findings updated to 213 h6. Investigation conclusions updated to 19.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where user experienced hyperglycemia due to inaccuracies in sensor readings.